Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized and was treated with meropenem injection (1gm, once a day, ongoing) for the event. At the time of this report, the patient remained hospitalized and was recovering for the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow-up, it was reported that the patient was hospitalized two days after the event onset. The patient was discharged from the hospital 23 days after the event onset. On an unknown date, antibiotic treatment was discontinued and the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.